Event description:
The event is reported as: during a surgical procedure the applier did not close the clip. No pt injury reported.

Manufacturer narrative:
Lot number - shaft - lot# 1000420-001. The results of the investigation are not available at the time of this report.